Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a 35v failure. The alarm occurred after turning the v60 on. Investigation is ongoing

Manufacturer narrative:
E1 address: (B)(6) hospital (B)(6) university. Phone (B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a 35v failure. The alarm occurred after turning the v60 on. Per good faith effort (gfe) response, the customer requested repair through a third party, where the motor controller (mc) printed circuit board assembly (pcba) was replaced to resolve the issue. A third party replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.